Manufacturer narrative:
The t:slim g4 user guide states: do not use cgm for treatment decisions, such as how much insulin you should take. Cgm does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 400 (mg/dl) for 4 days. Reportedly, the contact believed that the customer's elevated bg levels were caused by not counting their carbohydrates correctly, and administering corrections based on their continuous glucose monitoring bg values. Recommendation was made to consult with their health care provider to discuss diabetes management.